Event description:
Fibers broke as soon as they are used. One fiber was broken into 3 parts and the other was broken internally.

Manufacturer narrative:
Analysis of the broken fibers indicates that the fibers likely failed due to user mishandling. There was no evidence of charring at the breaks in the fibers which indicates that the fibers were broken when no laser energy was being transmitted through the fibers. It was noted on fiber b that the break appeared to be at the point where the fiber exits the scope when the fiber is fully inserted into the scope. It is likely that the user bent the fiber beyond the minimum bend radius resulting in a break. The root cause of the break in fiber a could not be determined; however, it was likely due to user mishandling of the fiber. The successful testing of the fibers after reprocessing and the presence of a pilot beam with successful laser energy transmission indicates that these fibers were fully capable of functioning as intended.